Manufacturer narrative:
Multiple patients are involved. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer identified repeatedly reactive alinity s hiv ag/ab combo results for multiple patients while using the alinity s system, list number 06p16-01, serial number (B)(4) that did not match results when tested with other methods. The customer provided data for fifty-one samples which were repeatedly reactive and when retested with another method (vidas) were nonreactive. The following sids were repeatedly reactive: sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 31187be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 31187be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 31187be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 31187be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 31187be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 31187be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 31187be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 31187be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 31187be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 31187be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 31187be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 31187be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 31187be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 31187be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 31187be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 31187be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 31187be00. Sid (B)(6) (run date (B)(6) 2022), generated with reagent lot 31187be00. No impact to patient management was reported.

Event description:
The customer identified repeatedly reactive alinity s hiv ag/ab combo results for multiple patients while using the alinity s system, list number 06p16-01 serial number (B)(6) that did not match results when tested with other methods. The customer provided data for 51 samples that were repeatedly reactive and when retested with another method (vidas) were nonreactive. The following sids were repeatedly reactive: sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 34351be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 31187be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 31187be00. Sid (B)(6) (run date (B)(6) .2022 ), generated with reagent lot 31187be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 31187be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 31187be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 31187be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 31187be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 31187be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 31187be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 31187be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 31187be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 31187be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 31187be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 31187be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 31187be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 31187be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 31187be00. Sid (B)(6) (run date (B)(6) 2022 ), generated with reagent lot 31187be00. Additionally, the customer questioned initially reactive alinity s hiv ag/ab combo results for multiple patients. Following data were provided by the customer, where results were initially reactive with alinity s serial number as1170, however, no information was provided regarding repeating the sample in duplicate. All samples were tested with another method, all samples were negative (vidas). The sids which were initially reactive without any information regarding repeating the sample in duplicate are: sid i06p0721 (run date 06.01.2022 ), generated with reagent lot 34351be00 sid h170121724783 (run date 07.01.2022 ), generated with reagent lot 34351be00 sid h170121167810 (run date 07.01.2022 ), generated with reagent lot 34351be00 sid h170121429634 (run date 07.01.2022 ), generated with reagent lot 34351be00 sid h170121117806 (run date 10.01.2022 ), generated with reagent lot 34351be00 sid h170121535439 (run date 10.01.2022 ), generated with reagent lot 34351be00 sid h170121535463 (run date 10.01.2022 ), generated with reagent lot 34351be00 sid h170121429916 (run date 10.01.2022 ), generated with reagent lot 34351be00 sid h170121324932 (run date 10.01.2022 ), generated with reagent lot 34351be00 sid h170121324913 (run date 10.01.2022 ), generated with reagent lot 34351be00 sid h170121167972 (run date 10.01.2022 ), generated with reagent lot 34351be00 sid h170121535454 (run date 10.01.2022 ), generated with reagent lot 34351be00 sid h170121031025 (run date 13.01.2022 ), generated with reagent lot 34351be00 sid h170121325068 (run date 13.01.2022 ), generated with reagent lot 34351be00 sid h170121117914 (run date 13.01.2022 ), generated with reagent lot 34351be00 sid h170121325055 (run date 13.01.2022 ), generated with reagent lot 34351be00 sid h170121325051 (run date 13.01.2022 ), generated with reagent lot 34351be00 sid h170121658037 (run date 13.01.2022 ), generated with reagent lot 34351be00 sid h170121117628 (run date 04.01.2022 ), generated with reagent lot 31187be00 sid h170121657415 (run date 04.01.2022 ), generated with reagent lot 31187be00 sid h170821107688 (run date 04.01.2022 ), generated with reagent lot 31187be00 sid h170822107691 (run date 04.01.2022 ), generated with reagent lot 31187be00 sid h170121534796 (run date 04.01.2022 ), generated with reagent lot 31187be00 sid h170121324594 (run date 04.01.2022 ), generated with reagent lot 31187be00 sid h170121534920 (run date 04.01.2022 ), generated with reagent lot 31187be00 sid h170121534926 (run date 04.01.2022 ), generated with reagent lot 31187be00 sid h170121429609 (run date 06.01.2022 ), generated with reagent lot 31187be00 sid h170121614814 (run date 06.01.2022 ), generated with reagent lot 31187be00 sid h170121324710 (run date 06.01.2022 ), generated with reagent lot 31187be00 sid h170121167801 (run date 06.01.2022 ), generated with reagent lot 31187be00 sid h170121060131 (run date 06.01.2022 ), generated with reagent lot 31187be00 sid h170121535099 (run date 06.01.2022 ), generated with reagent lot 31187be00 sid h170121223761 (run date 06.01.2022 ), generated with reagent lot 31187be00 sid h170121724712 (run date 06.01.2022 ), generated with reagent lot 31187be00 sid h170121724715 (run date 06.01.2022 ), generated with reagent lot 31187be00 sid h170121724742 (run date 06.01.2022 ), generated with reagent lot 31187be00 sid h170121430091 (run date 13.01.2022 ), generated with reagent lot 31187be00 sid h170121430090 (run date 13.01.2022 ), generated with reagent lot 31187be00 no impact to patient management was reported.

Manufacturer narrative:
Section a: multiple patients are involved. Refer to b5. All available patient information was included, no additional patient information was available. During the investigation, it was determined that the results were impacted by an error associated with the reagent probe (r1) wash cycle, which was introduced in the alinity s system software version 2.8.0, ln 04u76-15. The wash cycle removes fluid that remains on the interior and exterior surfaces of the probes at the wash station. With this error, the r1 probe washing is utilizing 1 ml versus the intended 3 ml of wash buffer to wash the exterior of the r1 probe. With this error, while operating on the alinity s system software version 2.8.0, ln 04u76-15, there is a potential for false reactive alinity s hiv ag/ab combo test results when alinity s hiv ag/ab combo reagent kit, ln 06p0155, and the alinity s anti-hcv ii reagent kit, ln 04w5655, are calibrated and run on the same processing lane. Abbott issued product correction letters to all customers who have an alinity s system installed. Customers who do not have alinity s anti-hcv ii assay commercially available have also been made aware of software issue. The letter states there have been no reports of falsely reactive results associated with this event for the assays available to them, and there is no potential for incorrect nonreactive results. The letter also informs them that a future software update will correct the issue. Note: the alinity s anti-hcv ii reagent kit is not currently available in the united states.